Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported. 2 years post procedure the patient had a cerebral vascular accident. The closure device was still positioned well with no leaks. The patient was resumed back on anticoagulation medication following this event.